Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired on the cystic artery. On the second firing of the device the jaws would not open. The surgeon could not get the device to open. The surgeon pulled the device off and tore the artery. Minimal bleeding occurred due to it being the second clip. No blood products were given. The clip that was in the jaws of the device fell into the patient and the clip was not retrieved. Another device was pulled and on the thirteenth clip, the clip did not close completely. At that point the case was complete with no further patient consequence. Additional information received 11/30/2009: "no feeding issues. Surgeon did not attempt to pull trigger back. Artery tore and re-clipped to stop bleeding. No patient info. Status of patient 4 days post-op was stable and discharged."

Event description:
The lay user/patient contacted lifescan alleging the control solution test results are inaccurately low out of the control solution range. The issue was not resolved. There were no allegations of harm or injury.

Manufacturer narrative:
Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). Indicator wheel failure, jaws unable to open_open after assisted.device fired through lockout, empty, indicator wheel failure the analysis results of device (a) found that it was received in good visual condition. The device was cycled, eleven clips were formed conforming; however, during each firing sequence the jaws remained in closed position and the trigger was manually assisted in order to open the jaws. Finally, the device locked out as intended but the orange indicator did not show up completely. The analysis results found that device (b) was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. The device was cycled and the advancer was noted in good condition; however, no clips were fed. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed.additionally, the orange indicator was beyond its intended position. A possible cause for the indicator failure may be a previous feed error or firing through the device lockout, which may cause the indictor to over-travel the intended point.a batch record review was performed and no anomalies were found during the manufacturing process.